Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated alinity I tsh result for a male patient diagnosed with chronic nephritis and diabetes. The following data was provided: (B)(6) 2024 initial result = 0.07 uiu/ml; (b)(46.2024 initial result = 150 uiu/ml. Clinical presentation of the patient does not indicate hashimoto¿s disease or other condition that would cause a rise in tsh values. No impact to patient management was reported.

Event description:
The customer observed a falsely elevated alinity I tsh result for a male patient diagnosed with chronic nephritis and diabetes. The following data was provided: on (B)(6) 2024 initial result = 0.07 uiu/ml. On (B)(6) 2024 initial result = 150 uiu/ml. Clinical presentation of the patient does not indicate hashimoto¿s disease or other condition that would cause a rise in tsh values. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer confirm the complaint issue. Review of tracking and trending for the alinity I tsh assay (list number 07p48) did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 66277ud00. A device history record review did not identify any nonconformances or deviations associated with list number 07p48 and complaint issue. The overall performance of the alinity I tsh was reviewed using field data from customers worldwide. The patient¿s data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 66277ud00 is within the established control limits. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I tsh lot 66277ud00 was identified.